Manufacturer narrative:
Investigation: inratio precision data provided by end-user: (B)(6) 2013, inratio: 4.4 and 1.7, mean: 3.05, sd: 1.91, %cv: 62.60. Inratio meter results failed the criteria for precision, generating a %cv greater than 20%. In-house therapeutic donor testing was performed on retain strips lot number 305772 on (B)(4) 2013. Results as follows: donor (B)(4): inratio: 3.0, 3.0, 2.9, reference: 2.60, bias threshold: 1.60 - 3.60, %cv: 1.95. Donor (B)(4): inratio: 1.6, 1.9, 1.9, reference: 1.70, bias threshold: 1.20 - 2.20, %cv: 9.62. Retention products performed as expected. All replicates were within the acceptable bias for accuracy and yielded a %cv of less than 16%, passing the precision criteria. No further investigation was required. Conclusion: analysis of the client's data from repeat inratio testing revealed that the test result comparison did not meet precision criteria. No product was returned so retain products were used for investigation testing. Retain strip testing results met accuracy and precision criteria. Root cause could not be determined from the information provided by the customer. (B)(4) discrepant result complaints were reported for lot number 305772, yielding a complaint rate of (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action; no further action is required at this time. This issue will be subject to tracking and trending.

Event description:
Caller alleged discrepant inratio inr results. Results are as follows: date: (B)(6) 2013, inratio inr: 4.4 and 1.7. The time between testing was five minutes. Therapeutic range 2.0-3.0 for patient. There was no reported adverse patient sequela. There was no additional information provided.